Event description:
The reporter stated that during a surgical procedure using the tibiaxys plating system, the top of the drill guide snapped off when trying to remove it from the plate. The broken piece could not be found. An x-ray was done to ensure that it was not inside the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.